Manufacturer narrative:
Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that peritoneal dialysis (pd) patient passed away on (B)(6) 2025. Additional information was obtained through follow-up with the pdrn. The patient was in pd treatment connected to the liberty select cycler on (B)(6) 2025. The patient experienced shortness of breath. The patient¿s partner called 911 and disconnected the patient from the treatment. Emergency medical services (ems) arrived to find the patient in cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered. Resuscitative efforts were unsuccessful, and the patient was pronounced deceased in the home. The patient was transported to the funeral home. No autopsy was conducted. The cause of death is documented as cardiac arrest, cause unknown. No issues with the liberty select cycler or the patient¿s treatment were reported prior to the patient¿s death. No additional information was available.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that peritoneal dialysis (pd) patient passed away on (B)(6) 2025. Additional information was obtained through follow-up with the pdrn. The patient was in pd treatment connected to the liberty select cycler on (B)(6)2025. The patient experienced shortness of breath. The patient¿s partner called 911 and disconnected the patient from the treatment. Emergency medical services (ems) arrived to find the patient in cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered. Resuscitative efforts were unsuccessful, and the patient was pronounced deceased in the home. The patient was transported to the funeral home. No autopsy was conducted. The cause of death is documented as cardiac arrest, cause unknown. No issues with the liberty select cycler or the patient¿s treatment were reported prior to the patient¿s death. No additional information was available.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler and the patient event of shortness of breath with subsequent cardiac arrest and death. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Sudden cardiac death (scd) accounts for a large proportion of cardiovascular deaths and almost one fourth of the overall mortality in dialysis patients. Scd is prevalent in both patients with a history of cardiac disease as well as those without. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s shortness of breath followed by cardiac arrest and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.